Event description:
Additional information was received which noted that the lead was not tested via the pacing system analyzer (psa) during the revision procedure. A lead fracture was suspected but not confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing impedance measurements of greater than 2000 ohms, and high pacing threshold measurements. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.